Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a weak battery due to a corroded battery cap contact. However, the insulin pump was received with normal operating currents. No blank display anomaly was noted. The insulin pump passed the reset error test and no reset error alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had a blank display and a unexpected restart alarm on the insulin pump. Customer's blood glucose level at the time 600mg/dl. Advised insulin pump would be replaced. No additional information was provided.